Event description:
The customer obtained non-reproducible, falsely elevated troponin I es results from two patient samples (patient 1 = 0.083 ng/ml vs. Expected <0.023 ng/ml, patient 2 = 0.085 vs. Expected <0.012 ng/ml) processed on a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer repeated the affected samples prior to reporting as it is the customer¿s policy to confirm tropi es results above a laboratory defined limit. There was no allegation of patient harm due as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated troponin I es results were obtained from two patient samples while using the vitros 5600 integrated system. The investigation could not determine a definitive cause. There was no indication that an instrument related issue contributed to the event. Additionally, the investigation determined the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown. However, a pre-analytical sample processing issue and/or a reagent issue cannot be ruled out as potential contributing factors.